Event description:
Customer reports sinus infections and a rash on the face where pap mask came in contact with skin. The customer consulted with the md but did not receive treatment during the visit. The customer, who is also an md, had previously prescribed two treatments for sinus infections over a year ago. However, neither the customer nor the md prescribed treatment for the rash. The md recommended that the customer undergo another sleep study.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to highlight that the customer did not receive treatment from the primary physician for symptoms of sinus infections and a rash, which occurred approximately 18 months ago. Instead, the customer self-prescribed medication for relief. Additionally, the customer discontinued the use of both the soclean and the pap devices at the same time, after which the symptoms resolved. Due to these factors, the exact cause of the symptoms remains unclear. Notably, this information is only being reported to soclean now, despite the events taking place 18 months ago. This report is being provided for due diligence. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.